Manufacturer narrative:
(B)(4).

Event description:
The complaint states that an app crash alert was reported. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No data or product was provided for investigation. The allegation and the probable cause could not be determined.